Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequated for the potential user error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during dwell 4. The caregiver (cg)stated a supply bag fell off the table. Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke to the cg regarding the reported incident. Per the cg, the supply bag was not placed on the table properly and fell while the heater bag was being refilled. The entire set-up was discarded and therapy was restarted with new supplies. No patient injury or medical intervention reported. No additional information available.

Event description:
A customer contacted beckman coulter inc. (Bci) a leak in the unicel dxc 600 synchron chemistry analyzer on the chemistry cartridge (cc) side. Per the customer, the exact location of the leak is unknown. No injury was reported.